Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be bent prongs on the power cord. To correct the condition, the power cord was replaced. If any additional information is received, a follow up MDR will be sent.

Event description:
During product evaluation by baxter personnel, a colleague infusion pump was found with a power cord with bent prongs. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.